Event description:
A pt reported blood glucose results of 12.0, 8.1, 6.1, 6.8, 5.8, and 7.5 mmol/l. With a lifescan meter, performed within 20 mins. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.